Event description:
On (B)(6) 2005, the pt was implanted with an scs system. The pt reported that they experienced heating at the ipg pocket when recharging. The pt stated that it felt so hot that they had to put a towel between the antenna and the ipg. When the rep saw the pt, they tried charging the ipg, but it would not communicate w/ the ipg. The programmer would not communicate w/ the ipg either. The rep tried a 2nd charging system, and it would not communicate either. The pt said that they were not able to successfully charge the ipg 6-8 weeks ago. The previous rep indicated that it may have been up to 1.5 years before the pt did a recharge prior to that. An x-ray was taken, which showed that the ipg had not flipped. The pt is scheduled for revision. The dr's plan is to replace the ipg.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.